Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Additional information: this complaint for a system error 2240 was not confirmed due to a lack of sample; however, based on the information gathered during baxter?s investigation, the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the transfer set from the patient line. The lot number is unknown; therefore, a batch review was not performed. The homechoice apd systems patient at home guide instructs the patients on disconnecting for a short time for an emergency. The labeling review found the labeling adequate for the use error(s) in this complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical services (gts) regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during drain 1. Gts assisted the care giver (cg) by advising that system error 2240 indicates that a large amount of air has entered the cassette. Gts had the cg cycle power and advised the cg that therapy has ended and will need to start over with new supplies. The home patient (hp) had disconnected during the dwell and not sure if they returned before the dwell ended. Gts advised the cg that if the hp disconnects during the dwell, then the hp must reconnect prior to dwell ending. The cg will start over with new supplies. Product surveillance spoke to the hp's dialysis nurse. She stated that she was not aware that the hp had the system error 2240 alarm and will follow up with the hp. She stated that as far as she knows, the hp is resuming therapy just fine on the cycler. No additional information was available.